Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system has recorded non-sustained episodes due to oversensing. The patient develops a right bundle branch block upon stress or as soon as their rhythm accelerates, which leads to double detection. The patient has also received inappropriate shocks. All vectors have already been tried without success, therefore, the decision was made to explant this s-ICD system and replace it with a transvenous system. The device was returned for analysis.

Manufacturer narrative:
Correction: updated fields h3 device eval by manufacturer? And device not eval by MFR code, h6 evaluation method codes and evaluation conclusion codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system has recorded non-sustained episodes due to oversensing. The patient develops a right bundle branch block upon stress or as soon as their rhythm accelerates, which leads to double detection. The patient has also received inappropriate shocks. All vectors have already been tried without success, therefore, the decision was made to explant this s-ICD system and replace it with a transvenous system. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system has recorded non-sustained episodes due to oversensing. The patient develops a right bundle branch block upon stress or as soon as their rhythm accelerates, which leads to double detection. The patient has also received inappropriate shocks. All vectors have already been tried without success, therefore, the decision was made to explant this s-ICD system and replace it with a transvenous system. The device was returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). Noise consistent with this phenomenon was observed in a stored untreated episode. These changes in the impedance pathway may have contributed to the oversensing and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.